Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high threshold measurements and high out of range pacing impedance measurements of 2,000 ohms. High out of range pacing impedance measurements were also observed when the lead was connected to a pacing system analyzer (psa). The lv lead was explanted. Another lv lead was not implanted due to patient anatomy. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.